Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the carefusion coordination engine (cce) stopped functioning even 2 cce services and sql related services were still running. A technical support specialist (tss) had dialed into the carefusion coordination engine (cce) and found services running, but the management console showed an ssl error. Tss created a new certificate and bound it, then accessed the console. Traces showed multiple insert errors, the latest on 10/31. Hl7 messages and sql logs were checked; no major errors, but sql server had restarted. Maintenance was stuck despite a small database (db) size, so tss suspected sql issues and recommended db maintenance. User approved truncating and shrinking the database. Tss stopped cce services, truncated message logs, and shrank the tracing db. Afterward, maintenance ran smoothly. User suspected a windows update caused the issue and uninstalled it, which resolved the problem. Later, a ¿reset to device¿ error occurred, error indicates a storage controller problem, likely caused by outdated drivers, a failing hard drive, or a power management setting. Customer informed that event had appeared to be triggered by redundant replication. Replication was temporarily put on hold, and event id129 had not reappeared. The suspected fix was to update vm tools, scheduled after confirming connections. Tss replied since no further action is needed on our end and this seems to start due to the infra resources. Customer informed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, carefusion coordination engine (cce) stopped functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.